Event description:
It was reported that, one day after implant, the implantable cardioverter defibrillator (ICD) device was suspected of a grommet/sets crew problem. An alerted for right ventricular (rv) lead high impedance and oversensing of noise. The patient was taken back into surgery to revise the lead into the header of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).